Event description:
The customer indicates that there is no ECG signal on the display. Unk if pt was involved. During the investigation, an intermittent lead fault error code was identified.

Manufacturer narrative:
Attempts have been made to identify if a pt was involved during the event. In the event add'l info is received, a supplemental will be submitted.